Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged a "loose screw" in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.